Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements, several days after a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure. It was reported that the patient was not pacemaker dependent and that there have been no adverse patient effects. The physician planed to perform a revision procedure at a later date. Subsequently, the physician elected to surgically intervene and replaced the lead. The lead was surgically abandoned and not expected to be received for analysis. Another lead was successfully implanted in the absence of adverse patient effects. Root cause of the high out of range impedance measurements was not clearly identified; however, was resolved following the revision procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.